Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: the patient had a fractured tibia and fibula. During surgery on (B)(6) 2012, to repair the fibula fracture the patient was implanted with a different manufacturers titanium third cane 6 hole dvr plate and 3.5 cortical screw construct. Reportedly the screws did not fit correctly into the plate. However, the plate and the screws are still implanted in the patient. This is report 1 of 1 for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.